Event description:
It was reported that the neurologist was very surprised that the patient's battery depleted quickly and that the neurologist did not believe this was due to normal battery depletion. At the most recent appointment, battery status was at 25%. A generator replacement is planned but no known surgical interventions have occurred to date. A review of device history records for the generator shows that no unresolved non-conformances were found.

Event description:
Review of the battery voltage, battery consumption and remaining battery capacity indicates that the generator battery did deplete prematurely. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths .

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received to date.

Manufacturer narrative:
Age at time of event, corrected data: (B)(6). Age was corrected to reflect patient's age at the time of event date. Date of event, corrected data: (B)(6) 2016. Event date was corrected to reflect the manufacturing date.

Event description:
The generator was received. Analysis is underway but has not been completed to date.

Event description:
The reported allegations of ¿premature end of life (eol) was duplicated in the pa lab. The pulse generator performed according to functional specifications (final configuration r-wave test). A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.737 volts, confirming an ifi condition. The pcba was subjected to a postburn electrical test and results show that the pcba failed several electrical tests: supply current 2ma/normal, supply current off, supply current off sense, and trim diagon current. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed results showed that the pcba passes the previously failed tests. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of ¿premature end of life (eol).

Manufacturer narrative:
Device evaluated by MFR. Corrected data: yes. Supplemental MDR #4 inadvertently did not mark yes but analysis results were reported.